Event description:
A nurse reported that the system would not perform vacuum during a procedure. The customer attempted to troubleshoot by replacing the tip, the cassette, and the handpiece, but none of these actions solved the problem. The surgeon opted to perform an extracapsular cataract extraction (ecce) procedure instead. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).